Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported event that the device was causing the provider to question the readings, was resolved after side by side readings with both the patient unit and hospital unit were performed on 17oct2023. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Health care professional was questioning the accuracy of patient electronic unit (pes). The site was treating her based on pes readings. Her pillow readings were high and symptoms were correlating with low pressures. The patient was hospitalized for aki and was also experiencing dizziness and syncope. Patient was hospitalized on (B)(6) 2023 and discharged on (B)(6) 2023. Rep performed side by side readings on (B)(6) 2023 with the hospital electronic unit (hes) and pes and they were identical. The healthcare professional does not believe that the patient or user experienced adverse health consequences or was hospitalized due to the performance of the product.